Event description:
Patient was revised to address pain and elevated chromium levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - patient was revised to address pain and elevated chromium levels. Update 09/05/2012: litigation documents were received. Litigation alleges that the patient suffered pain, injury and high concentrations of various metallic elements in her blood. There is no new information that would change the outcome of the investigation. Update rec'd 11/5/2014 ppd received. Dob and product/ lot numbers provided. Stem and sleeve added for elevated metal ion levels.

Manufacturer narrative:
Update: (B)(6) 2012: litigation documents were received. Litigation alleges that the patient suffered pain, injury and high concentrations of various metallic elements in her blood. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.